Event description:
It was reported that during an implant attempt the device sensing could not be performed. It was noted that there was possible interference in the operating room that may have affected the device. The device was not used and was replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary (B)(4) - the device was returned and analyzed and no anomalies were found.